Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) pacing impedance measurements of greater than 2500 ohms, high pacing threshold measurements, and loss of capture. It was noted the patient was not pacemaker dependent. A surgical revision was performed and the device was explanted and replaced. No additional adverse patient effects were reported.